Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the root cause of why the foreign material remained could not be determined. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found a crack on the bending section cover glue; an intermittent flow on the air/water supply due to a clogged nozzle; the insertion tube buckled; the angulation was below service standards, and all control knobs had play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.